Event description:
Upon end of case clean up, the battery pack to the pulsavac was disconnected and a hot electrical smell was noticed. The battery pack was very hot and "popping noises" were noted. Battery acid was also noted to be leaking from the batteries inside of the battery pack. Diagnosis or reason for use: right shoulder surgery.